Manufacturer narrative:
The occupation would be patient/device user.

Event description:
It was reported that the patient's home was struck by lightning and the transmitter released sparks and did not power on. Additional attempts to power on were made successfully. No further information was available.

Manufacturer narrative:
The field complaint of sparks flying from the transmitter and never powering back on was not verified. Analysis was normal. No anomalies were found.